Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms. There was no noise observed, and patient isometrics also did not elicit any noise. There were false signal artifact monitor (sam) episodes due to sensing of the patient's atrial fibrillation (af). It was noted that the patient was not rv pacemaker dependent. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.